Manufacturer narrative:
Device passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No unexpected insulin flow blocked alarm noted during testing. Device received with cracked retainer, cracked battery tube threads, pillowing keypad overlay and cracked case corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had arrow button are very hard to pressed. The customer¿s blood glucose was unknown. Customer stated that they did not able to do anything on insulin pump sometimes. The device will be returned for analysis.